Event description:
I began using the fasciablaster tool on my legs in (B)(6) 2017, and by the end of the month began experiencing pain near my hips on both sides. The intensity increased so I consulted with a rheumatologist who identified the injury as bing trochanteric bursitis. He said it's not joint issues but that the bursa gets inflamed by muscles and tendons rubbing over the bursa and causing friction on the thigh bone. I have since discontinued use of the tool but my inflammation and pain continue. It has limited my activity greatly.